Event description:
It was reported that a malfunction occurred with the pump, leading the customer's blood glucose level to exceed 500 mg/dl, with no specific value reported as it displayed "high." In response, the customer administered a correction injection via manual daily injections (mdi). Technical support planned to replace the pump, advising the customer to use mdi as a backup therapy. They also noted that the customer would receive a new pump with updated software and provided instructions on managing the replacement process.